Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a transcatheter aortic valve replacement (tavr) interventional procedure using a 6f sheath. Reportedly, after deployment, the lever could not be closed and the foot of the device did not retract. The device could not be removed. Cut down surgery was performed to remove the device and achieve hemostasis. A clinically significant delay in the procedure was reported as a result of the cut down surgery. No additional information was provided.